Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the catheter was inserted and it was at that moment that it was observed the blood leakage within the fixer where the stitches are made. Another catheter was used.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the catheter was inserted and it was at that moment that it was observed the blood leakage within the fixer where the stitches are made. Another catheter was used.